Event description:
Account said head of bed goes down by itself and does not go up. Tech found head hilo switch shorted. Tech replaced head hilo switch and did function checked bed, pass ok.

Manufacturer narrative:
Technician found head hilo switch shorted. He replaced head hilo switch to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.